Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was on a treadmill and received an inappropriate shock. The patient went to the hospital and tachy therapy was programmed off. Technical services (ts) reviewed the device data and there was sense b noise that was being oversensed resulting in the one inappropriate shock. Ts recommended getting x-rays to evaluate the integrity of the electrode and pulse generator connection. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was on a treadmill and received an inappropriate shock. The patient went to the hospital and tachy therapy was programmed off. Technical services (ts) reviewed the device data and there was sense b noise that was being oversensed resulting in the one inappropriate shock. Ts recommended getting x-rays to evaluate the integrity of the electrode and pulse generator connection. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was on a treadmill and received an inappropriate shock. The patient went to the hospital and tachy therapy was programmed off. Technical services (ts) reviewed the device data and there was sense b noise that was being oversensed resulting in the one inappropriate shock. Ts recommended getting x-rays to evaluate the integrity of the electrode and pulse generator connection. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced. No additional adverse patient effects were reported.